Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psychology injury"). The patient was treated with surgery (salping. (Bilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2007: the essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: new pfs received- new events added: abdominal pain, bleeding: menorrhagia (heavy menstrual bleeding),general . Abnormal. Bleeding, psych injury were added. Outcome of events pain, bleeding from unknown to recovered/resolved were updated. Product indication was updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, fundoplication (feeling pressure at the surgical site since hysterectomy), irritation of eyes, cholestasis and hypothyroidism. Previously administered products included for an unreported indication: mirena iud. Concurrent conditions included uterine bleeding. Concomitant products included omeprazole from (B)(6) 2015 to (B)(6) 2016 and simeticone (simethicone) from (B)(6) 2015 to (B)(6) 2016 for gerd and levothyroxine since (B)(6) 2012 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("depression/psychology injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish/anxiety") and migraine ("migraine/headaches"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("spotting between periods") and abdominal pain lower ("cramping"). The patient was treated with nsaids, paracetamol (acetaminophen), levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the depression, anxiety, migraine and metrorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2010. Surgical pathology report: right fallopian tube, salpingectomy: fallopian tube with focal paratubal cyst. Left fallopian tube, salpingectomy: fallopian tube with no specific pathologic change. Uterus and cervix, total hysterectomy: late secretory endometrium, patchy pre-decasualized stroma, adenomyosis, cervix with mild chronic inflammation. Skin, left chest wall lesion, excision: fibro inflammatory tissue with central necrosis and calcification. Treatment received for bleeding as per pfs: all symptoms decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: the fallopian tubes were blocked. Vaginal bleeding, migraine, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2021: mr received. Reporter information, medical history, historical drug added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and fundoplication (feeling pressure at the surgical site since hysterectomy). Concurrent conditions included uterine bleeding. Concomitant products included omeprazole from (B)(6) 2015 to (B)(6) 2016 and simethicone (simethicone) from (B)(6) 2015 to (B)(6) 2016 for gerd and levothyroxine since (B)(6) 2012 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("depression/psychology injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish/anxiety") and migraine ("migraine/headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), metrorrhagia ("spotting between periods") and abdominal pain lower ("cramping"). The patient was treated with paracetamol (acetaminophen), levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and menorrhagia had resolved and the depression, vaginal haemorrhage, anxiety, migraine, metrorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2010. Surgical pathology report: right fallopian tube, salpingectomy: fallopian tube with focal paratubal cyst. Left fallopian tube, salpingectomy: fallopian tube with no specific pathologic change. Uterus and cervix, total hysterectomy: late secretory endometrium, patchy pre-decasualized stroma, adenomyosis, cervix with mild chronic inflammation. Skin, left chest wall lesion, excision: fibro inflammatory tissue with central necrosis and calcification. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Vaginal bleeding, migraine, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: plaintiff fact sheet and medical record received. Per pfs following events¿ depression (previously reported as psych injury), abnormal bleeding (vaginal), mental anguish/anxiety, migraine/headaches were added. Per email communication following events¿ spotting between periods and cramping¿ was added. The case is medically confirmed. Reporter¿s information, medical history, lab data (updated), concomitant/treatment medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and fundoplication (feeling pressure at the surgical site since hysterectomy). Concurrent conditions included uterine bleeding. Concomitant products included omeprazole from (B)(6) 2015 to (B)(6)2016 and simeticone (simethicone) from (B)(6) 2015 to (B)(6) 2016 for gerd and levothyroxine since (B)(6) 2012 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("depression/psychology injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish/anxiety") and migraine ("migraine/headaches"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("spotting between periods") and abdominal pain lower ("cramping"). The patient was treated with nsaids, paracetamol (acetaminophen), levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the depression, anxiety, migraine and metrorrhagia was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2010. Surgical pathology report: right fallopian tube, salpingectomy: fallopian tube with focal paratubal cyst. Left fallopian tube, salpingectomy: fallopian tube with no specific pathologic change. Uterus and cervix, total hysterectomy: late secretory endometrium, patchy pre-decasualized stroma, adenomyosis, cervix with mild chronic inflammation. Skin, left chest wall lesion, excision: fibro inflammatory tissue with central necrosis and calcification. Treatment received for bleeding. As per pfs: all symptoms decreased after essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: the fallopian tubes were blocked.. Vaginal bleeding, migraine, anxiety, depression, menorrhagia, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received. Updated outcome of event depression , mental anguish/anxiety, migraine/headaches, spotting between periods from unknown to recovering / resolving. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation and fundoplication (feeling pressure at the surgical site since hysterectomy). Concurrent conditions included uterine bleeding. Concomitant products included omeprazole from (B)(6) 2015 to (B)(6) 2016 and simeticone (simethicone) from (B)(6) 2015 to (B)(6) 2016 for gerd and levothyroxine since (B)(6) 2012 for hypothyroidism. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), depression ("depression/psychology injury"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), anxiety ("mental anguish/anxiety") and migraine ("migraine/headaches"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), metrorrhagia ("spotting between periods") and abdominal pain lower ("cramping"). The patient was treated with nsaids, paracetamol (acetaminophen), levonorgestrel (mirena) and surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the depression, anxiety, migraine and metrorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in insertion date: (B)(6) 2010. Surgical pathology report: right fallopian tube, salpingectomy: fallopian tube with focal paratubal cyst. Left fallopian tube, salpingectomy: fallopian tube with no specific pathologic change. Uterus and cervix, total hysterectomy: late secretory endometrium, patchy pre-decasualized stroma, adenomyosis, cervix with mild chronic inflammation. Skin, left chest wall lesion, excision: fibro inflammatory tissue with central necrosis and calcification. Treatment received for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion; on (B)(6) 2007: the fallopian tubes were blocked. Vaginal bleeding, migraine, anxiety, depression, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event :abnormal bleeding (vaginal, menorrhagia) , cramping updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.